Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal therapy for a compression fracture. It was reported that the balloon was inserted in l3 compression fracture vertebral body. The pressure gauge became 0 at the time of additional inflation near the endpoint. The image was checked and the breakage of the balloon was confirmed. The rupture occurred during inflation. The contrast media was removed and the procedure was continued to be performed. The procedure was performed successfully by using the reported product. The reported event was not related to the use of medtronic product. The placement position of the balloon was ideal, but there was bone sclerosis. The patient was not allergic to the contrast media. There were no patient symptoms/complications. There were hiatuses in the balloon after removal. It was confirmed that no fragments reminded in the vertebral body. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product was discarded and will not be replaced. Pressure before rupture: 247 volume before rupture: about 2cc levels implanted: l3 it was confirmed that the balloon inflation was distorted in the image due to bone sclerosis. This wasn't a user error. Procedure/therapy: bkp.